Manufacturer narrative:
The subject device is not avialable.

Event description:
It was reported that during the balloon angioplasty of the left intracranial segment stenosis, when the balloon reached the lesion, it could not be developed. The balloon was removed and checked, it was found to be leaked. The procedure was completed with another balloon. There were no clinical consequences to the patient was reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and because the product was not returned for analysis, a cause of undeterminable was assigned.

Event description:
It was reported that during the balloon angioplasty of the left intracranial segment stenosis, when the balloon reached the lesion, it could not be developed. The balloon was removed and checked, it was found to be leaked. The procedure was completed with another balloon. There were no clinical consequences to the patient was reported.

Manufacturer narrative:
Examination of the catheter revealed that the crystallized substance was present in the inflation lumen and also in the balloon. The balloon portion of the catheter was examined. The balloon was found to be punctured on its proximal side. The balloon was unfolded. The balloon catheter was prepped according to the instructions for use. Attempts were made to inflate the balloon. The balloon did not stay inflated. The entire length of the device was visually, microscopically and tactilely examined. The catheter was examined and no kinks or damage was found on the catheter shaft. No anomalies were observed with the catheter shaft. Functional evaluation was performed. The device was inflated using an encore inflation device filled with water. The balloon was leaking on its proximal balloon section. Due to the leak (punctured balloon) the balloon could not be fully inflated. The physician's complaint that the balloon was found leaking was confirmed due to the anomalies found on the catheter balloon. The balloon was found to be punctured during analysis and crystallized substance (appeared to be dried saline from flush solution) was found in the inflation lumen and also in the balloon. The crystallized substance appeared to have entered the device through the hole in the balloon. While there are a number of potential causes for the punctured balloon which led to the reported event, a definitive cause could not be determined based on the investigation and limited available information. Therefore, an assignable cause of undeterminable was assigned to the reported event and analyzed anomalies.

Event description:
It was reported that during the balloon angioplasty of the left intracranial segment stenosis, when the balloon reached the lesion, it could not be developed. The balloon was removed and checked, it was found to be leaked. The procedure was completed with another balloon. There were no clinical consequences to the patient was reported.